Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment was damaged, and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked at the threads. The battery cap was found to be damaged with stripped threads. The battery cap was able to maintain an electrical connection during testing. There was visible corrosion and rust observed inside the battery compartment and on the battery cap. During evaluation, a leak test was performed and a leak was found in the battery compartment. The pump was opened and no evidence of moisture was found inside the pump case.